Manufacturer narrative:
Citation: qi wu, xiang-sheng zhang, han-dong wang. "Onyx embolization for tentorial dural arteriovenous fistula with pial arterial supply: case series and analysis of complications." World neurosurg. (2016) 92:58-64. Http://dx.doi.org/10.1016/j.wneu.2016.04.033. The device was not returned for analysis as it was consumed during the procedure. Based on the reported information, there did not appear to have been any defect of the device during use. We are unable to definitively determine the cause of the event. MDR related to this event: 2029214-2016-00650, 2029214-2016-00651.

Event description:
Medtronic received information through review of literature that the patient experienced confirmed intracerebellar hemorrhage after left middle meningeal artery (mma) onyx embolization. It was reported that after embolization, bilateral common carotid artery angiograms demonstrated complete occlusion of the fistula and patency of normal venous drainage; however, hemorrhage was later detected by a vertebral artery angiogram. A head computed tomography scan performed after the procedure confirmed intracerebellar hemorrhage. Craniotomy evacuation of the hematoma was immediately performed for this patient. Postoperative pathologic analysis suggested a diagnosis of vascular malformation. This patient was discharged with hemiparalysis, and was symptomatic (glasgow outcome scale score of 4) after 7 months. Follow-up dsa performed at 7 months confirmed complete obliteration of the tentorial dural arteriovenous fistula (davf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.